Manufacturer narrative:
E1. Initial reporter address :(B)(6).

Event description:
It was reported that a coil protrusion occurred. The non-stenosed target lesion was in a severely tortuous and non-calcified inferior mesenteric artery. A 5mm x 15cm and a 4mm x 15cm pe f-idc interlock were selected for use. During the procedure, it was noted that coil got stuck in the distal part of the catheter and protruded from the catheter tip upon removal. Only the coil was removed, and the procedure was completed with a different device. There is no patient injury reported.